Event description:
Pt's original surgery date was in 2004 for radial head fracture. Radial stem and radial head were implanted on the above date. Two months later pt presented to md's office complaining of pain. X-rays were and the findings were dislocation of radial head from radial stem. Surgery in 2004 to replace radial head. Documentation in the operative report by surgeon states "mechanical complication of prosthetic right radial head dissociation of head from stem. Stem examined and found to be stable and solidly in place."